Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was explanted due to an infection. The physician believes the infection is procedure related. The patient was prescribed antibiotics and is reportedly doing well.